Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. A partial compound break was noted approximately 7.3cm from the distal end of the cath-lock and the edges of the partial compound break on the attached catheter were noted to be uneven. Upon infusion, a leak with thrombus was observed from the partial compound break on the attached catheter. Therefore the investigation is confirmed for the reported fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that three years three months and eight days post port placement, the catheter was allegedly found to be cracked. There was no reported patient injury.

Event description:
It was reported that three years three months and eight days post port placement, the catheter was allegedly found to be cracked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. A partial compound break was noted approximately 7.3cm from the distal end of the cath-lock and the edges of the partial compound break on the attached catheter were noted to be uneven. Upon infusion, a leak with thrombus was observed from the partial compound break on the attached catheter. Therefore the investigation is confirmed for the reported fracture and identified wear and deformation issue. Based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that approximately three years and three months post port placement, the catheter was allegedly found to be cracked. There was no reported patient injury.